Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor migrated, protruded through the skin on the incision, and part of the electrode was visible. The implant pocket will be treated with antibiotics and the recorder explanted and replaced. No patient complications have been reported as a result of this event.